Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode developed fluid and redness at the manubrial incision site. There was a concern an infection had developed. The electrode had not eroded, however appeared to be close to the breaking through the skin. An invasive procedure was performed and this electrode was successfully explanted. A new system was not implanted and the patient's ejection fraction had improved and therapy was no longer needed. No additional adverse patient effects were reported.